Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported negative results of one sample with the anti-d reagents (reagent 1 clone bs226 and reagent 2 clone bs232) on erytype s ab0+d during testing in tango optimo. The customer did return the patient sample that had caused a false negative test result, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s ab0+d. The patient sample yielded a negative result with both anti-d reagents on erytype s abd+rev.a1, b. The sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: ccd.ee weak d type 2. The instruction for use contains an appropriate hint: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The retained erytype s ab0+d sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported negative results of one sample with the anti-d reagents (reagent 1 clone bs226 and reagent 2 clone bs232) on erytype s ab0+d when testing on tango optimo. The customer did return the patient sample that had caused a false negative test result, but none of the supposedly defective product. Testing of the retained erytype s ab0+d sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.